Manufacturer narrative:
Pending evaluation. Concomitant medical products: 300-10-45, (B)(4) - equinoxe replicator plate 4.5mm o/s; 300-20-02, (B)(4) - equinox square torque define screw drive kit; 310-01-44, (B)(4) - eq humeral head short 44m.

Event description:
As reported, approximately 3 years post op the initial left tsa, this (B)(6) year old female patient's was revised due to her shoulder becoming unstable. Surgeon revised anatomic shoulder implants to reverse. Patient was stable after implants. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Section h11: the following sections have corrected information: (b5) describe event or problem: as reported, approximately 3 years post op the initial left tsa, this 65 y/o female patient was revised due to her shoulder becoming unstable. Surgeon revised anatomic shoulder implants to reverse. Patient was stable after implants. Patient was last known to be in stable condition following the event. Devices will not be returned per the hospital policy. The representative was unable to obtain x-rays. There is no additional information.

Event description:
As reported, approximately 3 years post op the initial left tsa, this 65 y/o female patient was revised due to her shoulder becoming unstable. Surgeon revised anatomic shoulder implants to reverse. Patient was stable after implants. Patient was last known to be in stable condition following the event. Devices will not be returned per the hospital policy. The representative was unable to obtain x-rays. There is no additional information.